Manufacturer narrative:
Block h6: imdrf device code a0205, captures the reportable event of compromised sterile barrier due to damaged packaging.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was removed from the box on (B)(6) 2023. During routine stock delivery, it was noticed that there was a sellotape stuck on the front of the packaging and when an attempt was made to remove it, the packaging was damaged. There was no procedure involved and the device was not used in the patient. No further information has been obtained despite good faith efforts. The reported event may suggest that the sterile barrier was compromised due to the damaged packaging. Note: photos of the complaint device were provided by the customer and showed the device packaging was damaged.